Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex st hernia patch mesh, reference number (B)(4), lot number huvf0844 was implanted to repair the hernia defect. On (B)(6) 2017: the patient underwent an additional surgery to remove the mesh and repair recurrent umbilical hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex st hernia patch mesh, reference number (B)(4), lot number huvf0844 was implanted to repair the hernia defect. (B)(6) 2017: the patient underwent an additional surgery to remove the mesh and repair recurrent umbilical hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with umbilical hernia, left inguinal hernia thereby underwent open repair with the implant of ventralex st mesh (device #1). Per operative notes, ¿the small fascial defect was identified above the umbilicus. A ventralex st mesh (device #1) was placed and sutured. In the left groin area, a synthetic mesh was placed and sutured.¿ (B)(6) 2017 - patient was diagnosed with periumbilical pain, recurrent umbilical hernia thereby underwent open repair with the partial removal of old mesh (device #1) and implanted with ventralex st mesh (device #2). Per operative notes, ¿patient had previous supraumbilical scar and this was incised. Encountered previously placed sutures which were removed and encountered mesh seemed to have somewhat folded under creating a window. This mesh was initially divided sharply for better exposure. However, there were two pieces of mesh along the defect which was elected to excise for better exposure. There were omental adhesions to the anterior abdominal wall which were carefully taken down. The more superior mesh seemed to be very well incorporated and not removed that because it would disrupt the intact fascia above the defect. A ventralex st mesh (device #2) was placed and sutured.¿ attorney alleges that the patient had pain, hernia recurrence, numbness, removal surgery and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years post implant of ventralex st mesh, patient was diagnosed with hernia recurrence, adhesions, mesh deformation, scar tissue, abdominal pain thereby underwent additional repair. Per op notes, "mesh seemed to have somewhat folded under creating a window." The instructions-for-use supplied with the device list adhesion as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.